Event description:
It was reported that while attempting to obtain a bone biopsy during the course of a vertebral augmentation, the handle broke off from the device. The surgeon had to use pliers to retrieve the needle. There were no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.